Event description:
During use of the device for a cardiopulmonary procedure, the user reported the temperature readings could not be reached using the button control. No other details regarding the nature of the event were provided. The user reported there were no adverse consequences to a patient as a result of this event.